Event description:
The user facility reported that their reliance synergy washer was leaking water onto the floor where the unit is located and into the floor below. User facility reported no injuries, property damage, procedural delays or cancellations.

Manufacturer narrative:
A steris service technician inspected the washer and found the drying valve piston was broken, allowing water to leak. The technician replaced the drying valve piston and o-ring and returned the unit to service; no further issues have been reported.the washer is under steris service contract and preventive maintenance was last completed on (B)(4) 2012 when no issues were noted.